Manufacturer narrative:
The user facility's biomedical engineer (biomed) spoke with technical support regarding issue. Per technical support, it sounds like one of the quick disconnects were clogged. He suggested that the biomed replace the coupler.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit had low water flow going through the large tubes. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.